Event description:
New information received states the lead exhibited noise episodes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited chronic high lead impedance and failure to capture. The lead was explanted and replaced. The patient was stable prior, during and post procedure.